Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was sticking closed and failed. A field service engineer (fse) cleaned the dried medication from the tray and drawer chassis, then replaced the mini control unit to resolve the issue. The drawers were tested multiple times, and the customer tested the functionality through application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer mini pocket was sticking and failing repeatedly. The customer stated that they managed to get the medication from other source that caused a delay in patient care. There were no adverse events or injuries reported based on this event.